Event description:
The patient's device was turning off approximately 4 times per day. The patient noticed this had been occurring for the past week prior to the report. There was no accident or incident. The impedance measurements were normal. The patient was re-programmed by their healthcare professional. The cycling was disabled in order to determine if the cycling sensation was causing the patient to feel as if the stimulation was turning off. Additional information was requested.

Manufacturer narrative:
(B) (4).